Event description:
It was reported that the cartridge was leaking from the pigtail. There was no adverse impact to the customer¿s blood glucose level. The customer was able to change the cartridge and resume insulin therapy successfully.